Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-08-16. It was reported they had tried to jump the battery and need to have it replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that guidelines were requested for infrared sauna compatibility. The patient wished to use an infrared sauna because the battery was dead, and the patient has to get it replaced anyway. The patient was in a lot of pain and the sauna was supposed to help with inflammation. The patient stated she was pregnant and during pregnancy she did not have a lot of pain. The patient let the ins deplete during pregnancy and was not told if the device depleted for a certain period it would not come back on, and that is what happened. The patient had the baby and needed to charge the ins to use it again and the ins would not charge. The patient was working with their healthcare provider and insurance to get the ins replaced with a smaller model, stating the bigger model that the patient has causes pain and the ins bulges out of the skin and when the patient sits down it really bothers the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.